Event description:
The atw (B)(4) guidewire could not cut through the lesion. At the insertion of the wire, there was resistance/friction encountered, with the device and the target lesion. There was no potential adverse event. During the analysis of the device, the distal coil was found stretched. The guidewire could not cross the target lesion. The target lesion was the left anterior descending. The lesion was 80%, tortuous, and calcified. There were no noted damages to the packaging. The product was inspected and prepped according to the instruction for use (IFU). There were no noted anomalies. There were no noted kinks or damages with the product. There was resistance friction encountered and force was applied. The resistance friction was encountered at the target lesion. There were no problems experienced removing the product from the pt. There were no problems noted with the product after removal. There were no other noted anomalies.

Manufacturer narrative:
During a coronary intervention, an atw steerable guidewire would not cross the target lesion. The target site in the lad was calcified and tortuous. Additional force was applied when the wire encountered resistance with the lesion, but the wire still would not cross. It was removed without difficulty and no pt injury occurred. Analysis of the returned device confirmed damage to the distal coil that was not part of the initial report. One non-sterile atw steerable guidewire was received coiled and tangled inside of a plastic bag. The distal coil was found bent, wavy and stretched. The core wire was found kinked and bent. No other damages were found. A review of the device history records relative to the manufacturing, inspecting and packaging of the lot indicated this product was final inspection tested and was determined to be acceptable. Kinks, bends and a stretched distal coil were confirmed during product analysis. Review of the available info suggests that vessel/lesion characteristics and procedural factors may have contributed to the event. There are no indications that this is related to the design or manufacture of the device. No corrective actions will be taken at this time.